Event description:
It was reported that water was able to be drained from the foley catheter balloon, but it was difficult to remove the catheter. Eventually, it was managed to pull out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water was able to be drained from the foley catheter balloon, but it was difficult to remove the catheter. Eventually, it was managed to pull out.

Manufacturer narrative:
The reported event was confirmed manufacturing related as the notch was not completely perforated. The potential root cause could be inadequate pressure on the machine to punch, tool wear, and missing preventative maintenance. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review was not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.